Event description:
A year and a half ago, a doctor installed a corail-pinnacle prosthesis for a patient with a ceramic-polyethylene friction pair. Patient reported that 2 weeks ago she heard a crunch when moving the joint, and contacted the doctor. The patient underwent a revision of the hip joint due to a fracture of the liner. The doctor replaced the head. Number of patients involved - 1. The patient is in hospital, her condition is satisfactory.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary a year and a half ago, a doctor installed a corail-pinnacle prosthesis for a patient with a ceramic-polyethylene friction pair. According to her, 2 weeks ago she heard a crunch when moving the joint and contacted the doctor. On august 26, the patient underwent a revision of the hip joint due to a fracture of the liner. The doctor replaced the head. The product was not returned to depuy synthes; however, photos were provided for review. See attachment. The photo revealed that pinn mar +4 neut 32idx50od has a portion of rim fractured. Where the anti-rotation device (ard) tabs are located. Based on the quality on the photo no other defects were observed that could have contributed to the reported event. Regarding the x-ray, it is observed that the ceramic head is making direct contact with the cup, based on the findings it is reasonable to conclude that a dissociation event occurred between the liner and the cup. However, no evidence of a possible audible sound with the poly liner and another device occurred. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn mar +4 neut 32idx50od would contribute to the reported condition. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.